Event description:
The issue was found during a therapeutic procedure (stent replacement) and the procedure was completed using a similar device and no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cause could not be presumed as no defect was observed and since the malfunction was not confirmed, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in: evis lucera jf/tjf type 260v operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ describes how to inspect for the subject event.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, the duodenovideoscope's forceps would not return to their original position. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.